Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated they went for swimming and blank display occurred. Customer removed battery and insert battery alarm was not displayed on screen. Customer stated that battery compartment were damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Device passed the displacement test and active current measurement. No blank display during testing. However, pump had unexpected pump error 68, pump error 49, pump error 23 alarm every battery change, pump error 75 alarm during self test and high sleep current measurement. Device was cut open to perform visual inspection and found moisture damage on the force sensor, motor, keypad flex tail, battery tube, vibrator, 40 pin flexible printed circuit/lcd, internal battery connector and the electronic assembly. Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. The original electrical board 2 was removed and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no unexpected pump error 68, pump error 49, pump error 23 alarm every battery change and no pump error 75 alarm during self test and sleep current measurement are in specification. The original electrical board 1 was installed in a test electrical board 2, case, internal battery, 40 pin flexible printed circuit/lcd and motor. Powered the insulin pump on using the battery simulator and unexpected pump error 68, pump error 49, pump error 23 alarm every battery change, pump error 75 alarm during self test and sleep current measurement remains high. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the electrical board 1, internal battery connector and reinstalled in a test electrical board 2, 40 pin flexible printed circuit/lcd, case and motor. Powered the insulin pump on using the battery simulator and unexpected pump error 68, pump error 49, pump error 23 alarm every battery change, pump error 75 alarm during self test and sleep current measurement remains high. In conclusion, insulin pump had unexpected pump error 68, pump error 49, pump error 23 alarm every battery change, pump error 75 alarm during self test and high sleep current measurement due to moisture damage electrical board 1. Device received with pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump at the battery compartment and cracked battery tube threads during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.